Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was 1.20 ng/ml. A fresh sample collected from the patient gave accu tni results of 0.00 ng/ml initially and upon repeat. The original sample was then re-tested and a result of 0.00 ng/ml was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in 5ml bd lithium heparin plasma tubes with a gel separator. Samples are centrifuged at 3,500 rpm for 10 minutes. The 1st sample was a short draw and was analyzed from a sample cup. A system check performed on (B)(4) 2010 passed within specifications. Qc was within specifications prior to the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic test which passed. No hardware issues were noted by the fse in connection to this event. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.